Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device could not be powered on. Visual inspection of the interior showed the connection between printed circuit board and power switch was damaged. The damage was determined caused by wear.

Event description:
It was reported the device would not turn on. No adverse effects reported.